Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib) using a intellanav mifi open-irrigated ablation catheter the catheter did not accurately display temperature. The device was displaying 25c instead of displaying body temperature when it was introduced into the body. They replaced the catheter, and the procedure was completed with no patient complications. The catheter is not expected to be returned for analysis as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.